Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report one of three for the same event, see also 3004485144-2016-00109 and 00110.

Event description:
The sales associate reported broken drivers. The doctor stripped one of the polaris final drivers (2000-9061), and the other one in the set he sheared the tip off. The doctor was not able to final torque the last 2000-1008 plug. Surgery was completed. The doctor has no plans to go in and finish locking. No foreign body in patient.

Manufacturer narrative:
The returned driver was examined. The drive tip was found to have fractured off. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain adequate instructions regarding proper device usage.